Event description:
Hospital reported they experienced an extravasation. They tried to hit the pause to stop the injection and it would not stop. Pt then tried to hit buttons on the injector head and it still would not stop. Finally pt removed the syringe from the injector to stop the injection. Pt was sent to emergency room.